Manufacturer narrative:
Device: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The customer reported the haptic of a cc4204a collamer single piece lens, +22.0 diopter, broke and the lens was not implanted. The customer reported the lens was defective. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.